Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having trouble with getting the pump to go from am to pm. Customer has been having low blood glucose levels and is calling from the hospital. Customer stated that he was hospitalized due to low blood glucose levels. Customer stated that the issue is due to the pump time and date being wrong. Customer was assisted in changing the time and date. Hospital is waiting to release the customer after they are shown the pump time/date settings were changed. Customer declined troubleshooting. No further assistance needed.